Event description:
Customer reports the following: "biomed reported failures in log, safe state 1, active valve motor failure, flow control status failure, safety processor status failure, no patient harm." The logs indicate fva outlet pin flag faults. The biomed confirmed that the pins are clean. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Pump was returned for evaluation. Pump was found with the previous revision of spring cage installed, which allowed off-axis movement of the valve pins. This off-axis movement resulted in collision with the flag sensor. An internal CAPA was opened for this issue which was able to identify that the next revision of the spring cage had addressed the issue. Fresenius kabi is performing remedial actions via a field corrective action on recall# z-0549-2024, which include: - identifying any units that contain the previous revision spring cage - installing the current revision spring cage.